Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 1.54 inr. Caller states patient was started on heparin and continued taking coumadin every other day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.